Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified and tortuous right coronary artery (rca). When advancing the stent, the proximal end of the stent was damaged. The stent was not deployed. No patient complications were noted and the patient is "fine".

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. Due to the heavily calcified & tortuous vessel, it is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube or shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified and tortuous right coronary artery (rca). When advancing the stent, the proximal end of the stent was damaged. The stent was not deployed. No patient complications were noted and the patient is "fine."